Event description:
It was reported that the vns patient¿s device showed a high impedance and ifi condition. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Review of the decoder data showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2015, where the impedance value changed from a normal limits range to high lead impedance. No know surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.